Event description:
Customer alleged blood glucose results of 410 mg/dl, 137 mg/dl, 340 mg/dl and 346 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. Suspect product is unavailable for return; replacement product was sent.